Manufacturer narrative:
Concomitant medical products: product ID 37711, serial# (B)(4), implanted: 2006-(B)(6), product type implantable neurostimulator. Product ID 37713, serial# (B)(4), implanted: 2010-(B)(6), product type implantable neurostimulator, product ID 37752, serial# (B)(4), product type recharger, product ID 74002, lot# n204027, implanted: 2010-(B)(6), product type adapter, product ID 3487a-56, lot# j0219965v, implanted: 2002-(B)(6), product type lead, product ID 3487a-56, lot# j0216883v, implanted: 2002-(B)(6), product type lead, product ID 7495-51, serial# (B)(4), implanted: 2002-(B)(6), product type extension. Product ID 7495-51, serial# (B)(4), implanted: 2002-(B)(6), product type extension, product ID 37752, serial# (B)(4), implanted: 2006-(B)(6), product type recharger. Product ID 3986a, lot# n0028335, implanted: 2006-(B)(6), product type lead, product ID 3986a, lot# n064796, implanted: 2006-(B)(6), product type lead, product ID 3708260, serial# (B)(4), implanted: 2006-(B)(6), product type extension, product ID 37742, serial# (B)(4), implanted: 2006-(B)(6), product type programmer, patient. Product ID 37752, serial# (B)(4), product type recharger, product ID 377775, lot# n0053660, implanted: 2007-(B)(6), product type lead, product ID 37742, serial# (B)(4), implanted: 2007-(B)(6), product type programmer, patient. Product ID 37711, serial# (B)(4), implanted: 2006-(B)(6), product type implantable neurostimulator, product ID 37713, serial# (B)(4), implanted: 2010-(B)(6), product type implantable neurostimulator. Product ID 37713, serial# (B)(4), implanted: 2010-(B)(6), product type implantable neurostimulator. (B)(4).

Event description:
It was reported the patient had several leads (11) that have gone out and they needed to be repaired. Patient noted having a migraine headache. Patient noted the diagnosis of their leads started in (B)(6) 2012 because patient was having headaches by (B)(6) 2012 they had terrible headaches. The patient had a scan done (B)(6) 2013 and the representative and physician confirmed that 11 leads were out and needed to be repaired and or replaced. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available. Reference manufacturer report number 3004209178-2013-19267. The patient has three systems implanted and it is unclear which systems pertain to the event.